Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number. H3: (device evaluated by MFR), h6: a product investigation was conducted. Service and repair evaluation: the customer reported the tip of an inter-lock screwdriver was bent. The repair technician reported the tip of the device was twisted and bent. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the inter-lock screwdriver t25/3.5mm hex/224mm (part#: 03.010.473 lot#: 1l54567) was received at us cq. The device was received disassembled. The distal tips of both the shaft, sd25/3.5mm hex (03.010.473.1) and the sliding bar, sd25/3.5mm hex (03.010.473.2) are twisted in the direction of tightening. The tips are also bent in the direction of tightening. The tips are bent enough that assembly of the device is not possible. The sliding bar no longer properly aligns with the shaft. The two components cannot completely mate together. The received condition is consistent with the complaint condition thus the complaint is confirmed. Distal tip is twisted in the direction of tightening. It is not possible to assemble the device thus it is inoperable. Dimensional inspection: due to the damage on the distal tip, dimensional inspection on the tip feature was not possible. The features just proximal to the tip were measured instead. Shaft diameter [shaft], gap width [shaft], width [sliding bar] were measured and found to be conforming per relevant drawings. Manufacturing record evaluation: the received inter-lock screwdriver t25/3.5mm hex/224mm (part#: 03.010.473 lot#: 1l54567) was manufactured at the haegendorf site on 24-jan-2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the received inter-lock screwdriver t25/3.5mm hex/224mm (part#: 03.010.473 lot#: 1l54567) as the distal tip of the device is twisted and bent in the direction of tightening, and is not possible to assemble. The device is inoperable due to the observed damage. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces during use such as over-torque. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3 (device evaluated by MFR), h4 (device manufacture date), h6: a device history record. (DHR) review was conducted: part: 03.010.473, lot: 1l54567, manufacturing site: hägendorf, release to warehouse date: 24.jan.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H11 corrected data: d10 (concomitant medical products). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on august 27, 2019, a tip of an inter-lock screwdriver was bent, which was brought the attention of the sales consultant in central sterile processing. There was no surgical procedure or patient involvement. This is report 1 of 1 for (B)(4).